Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system solution set was leaking at the luer lock adapter. The leak was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.